Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on june 28, 2023. During the procedure, the bands would not deploy even if the handle was rotated. They tried to realign the arrows and rotated the handle again. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block g2: medwatch number is mw5149702. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block e4, block g2, and block h10 have been updated based on the additional information received on january 19, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy even if the handle was rotated. They tried to realign the arrows and rotated the handle again. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on january 19, 2024: during the procedure, once the scope was inserted into the patient, the varices were located, and then the bands were attempted to be deployed. The physician suctioned the tissue to cause a "red out" ready for the bands to deployed; however, when the handle was rotated, the bands did not deploy. The physician tried it multiple times, but the bands did not deploy. The physician removed the scope along with the device. When it was tested outside the patient, still the bands did not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device.